Event description:
It was reported to boston scientific (bsc) in 2006, that a customer encountered problems during the use of a detachable coil. It was reported only as: "detachment in micro catheter". The following additional info on the event procedure was requested and received by the MFR on 2/14/07: "detachment of coil in microcatheter occurred inside the pt. Coil was retrieved from the pt (not available for eval)." No pt complications were reported.